Event description:
Two occurrences of cardiac arrest in or with resulting death. Both occurred during endoprosthesis insertion procedures. Both occurred after, insertion of cement. Both pts had electro-mechanical dissociation. Both suspected embolus; confirmed fat emboli by autopsy. Liquid components expiration date 2001. Rt endoprosthesis spinal anesthetic fractured rt femur.

Event description:
Two occurrences of cardiac arrest in or with resulting death. Both occurred during endoprosthesis insertion procedures. Both occurred after, insertion of cement. Both pts had electro-mechanical dissociation. Both suspected embolus; confirmed fat emboli by autopsy. Liquid components expiration date 2001. Rt endoprosthesis general anesthetic fractured rt hip.